Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. Corrected fields: h6 problem code (replace previously submitted selection). The device was returned and evaluated on related MFR 22151 where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the subject device was not isolated when the user performed the sampling for the culture test and/or the user was not informed when the bacteria was detected by the pathology testing company. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported having used the colonovideoscope on 6 of patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 2 cfu of total flora or pseudomonas sp. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.